Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose due to the infusion set. Patient reported it takes 2-3 attempts to get the infusion headset inserted correctly, and she often hits a capillary which causes bleeding. Blood glucose was in the 500 mg/dl range on the morning of the report. Target blood glucose is 145 mg/dl. When the infusion headsets are removed, the cannulas are bent. Patient stopped using the infusion device and switched to injection therapy to try to lower her blood glucose. Patient was sent samples of 2 types of infusion sets to try. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.